Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to an inoperative single board computer.

Event description:
The customer contacted physio-control to report that their device was freezing up during the boot up process. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the device's system pcb assembly. At this time, this device cannot be repaired due to part obsolescence. The customer has received a loaner until a permanent solution for this complaint is identified.

Event description:
The customer contacted physio-control to report that their device was freezing up during the boot up process. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was freezing up during the boot up process. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.